Event description:
Covidien lp endo stitch endoscopic suturing unit was being used to suture during surgery. The v-loc needle that was being used broke and part of the needle became lodged in the endo stitch unit. A new endo stitch endoscopic suturing unit and v-loc were opened and used during the surgical procedure.

Event description:
Covidien lp endo stitch endoscopic suturing unit was being used to suture during surgery. The v-loc needle that was being used broke and part of the needle became lodged in the endo stitch unit. A new endo stitch endoscopic suturing unit and v-loc were opened and used during the surgical procedure.